Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Serrano, r. M., madison, m., lorant, d., hoyer, m., & alexy, r. (2019). Comparison of ¿post-patent ductus arteriosus ligation syndrome¿ in premature infants after surgical ligation vs. Percutaneous closure. Journal of perinatology, 40(2), 324¿329. Doi: 10.1 038/s41372-019-0513-8. Medtronic literature review found a report of mvp migration after placement. The purpose of this article was to compare the incident of post patent ductus arteriosus (pda) ligation syndrome after surgical vs. Percutaneous closure of pda in very low birth weight infants. The article compared 59 infants who underwent surgical ligation with 25 infants who underwent percutaneous closure (mvp placement.) The article states that in one mvp patient, post-procedure chest x-ray showed the device had embolized to the right pulmonary artery. The patient returned to the catheterization lab, where the device was retrieved and successfully replaced with a 7 mm plug without complication.